Manufacturer narrative:
Occlusion, touchscreen, reset - 213, 71.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. The customer also had difficulty charging the pump due to a connect error alert and the pump subsequently shut off due to insufficient power. The customer was attempting to charge the pump with the usb cable directly connected to a usb port in their car. It was confirmed that the pump was able to be successfully charged with a wall adapter. The customer also received an occlusion alarm. In addition, the customer stated there are a series of small black ink blots toward the right side of the touchscreen. Reportedly, these spots did not affect the functionality of the pump features. Customer reported blood glucose level was 241 (mg/dl) and a manual injection was delivered to address bg level. The customer began using manual injections as insulin therapy following the occlusion alarm and stated they would continue until the replacement pump was received.